Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the device intermittently will not detect the sensor. Additional information received from customer indicating that it is unknown if an error message occurred. No known impact or consequence to patient.